Event description:
It was reported that a revision of the hip took place due to anterior hip pain. Cause unknown. The surgeon removed delta ceramic v40 head (36mm +0), ceramic line (36g) and screw. The plan was to remove cup, to check for loosening, but trident psl was well fixed and surgeon decided to leave cup in situ. Accolade stem was also well fixed and remained in situ. Implanted new dome hole plug (no screws), ceramic liner (36g) and v40 delta ceramic v40 head (36mm +0).

Manufacturer narrative:
An event regarding seating/locking issues involving a trident liner was reported. The event was confirmed. A medical review was performed and indicated: "on x-ray, it was also evident the ceramic liner was not completely seated in the shell although by a minimal amount of probably less than 1-millimeter. Because the ceramic liner is protected within a metal sleeve, this most probably has no adverse clinical consequences and as such probably does not play any role of importance in the failure scenario of this case." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. A medical review was performed and indicated that the ceramic liner was not completely seated in the shell. It was determined that this "most probably had no adverse clinical consequences and as such probably does not play any role of importance in the failure scenario of this case." The clinician did not identify any device related issues from the medical information received. The exact root cause of the improperly seated liner could not be determined. The pain reported by the patient was determined to be as a result of a misaligned trident shell investigated through (B)(4). Additional information, including the primary operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that a revision of the hip took place due to anterior hip pain. Cause unknown. The surgeon removed delta ceramic v40 head (36mm +0), ceramic line (36g) and screw. The plan was to remove cup, to check for loosening, but trident psl was well fixed and surgeon decided to leave cup in situ. Accolade stem was also well fixed and remained in situ. Implanted new dome hole plug (no screws), ceramic liner (36g) and v40 delta ceramic v40 head (36mm +0).

Event description:
It was reported that a revision of the hip took place due to anterior hip pain. Cause unknown. The surgeon removed delta ceramic v40 head (36mm +0), ceramic line (36g) and screw. The plan was to remove cup, to check for loosening, but trident psl was well fixed and surgeon decided to leave cup in situ. Accolade stem was also well fixed and remained in situ. Implanted new dome hole plug (no screws), ceramic liner (36g) and v40 delta ceramic v40 head (36mm +0).

Manufacturer narrative:
Additional devices listed in this report: acetabular dome hole plug, cat # 2060-0000-1, lot # mmkpwm. Delta v-40 ceramic head 36/0, cat # 6570-0-136, lot # 45522703. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices were disposed of by the hospital and are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.